Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.

Event description:
Per the audiologist's report, the patient's performance was poor and was reported to be lower than for other comparable recipients. The results of an integrity test done in 2007 were reviewed on the following month. It was determined that the device that had multiple electrode faults. The device was explanted on three weeks later. The patient was reimplanted with a new device during the same surgery.